Event description:
Following a pump refill, the patient experienced a change in therapeutic effect. The patient felt like she was going to pass out, she was vomiting, and couldn't remember. The healthcare professional (hcp) reported that the pharmacy had made a mistake with the baclofen and the physician had gone to the patient's house to correct the issue. The hcp felt that the patient symptoms were appropriate, because the patient was getting too much baclofen, until the physician corrected the issue by taking out the medication and refilling the pump with the appropriate amount. They planned to keep in close contact with the patient. It was later reported that the patient was hospitalized for a couple days, until the symptoms resolved and since that time had been doing fine. It was noted that the patient was just monitored in the hospital, because the medication had already been taken out and replaced by the physician.